Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 12am. The patient reportedly tested on the subject meter and observed values of ¿522, 449 and 300 mg/dl¿ which were considered higher than her usual readings. The patient manages her diabetes with insulin (unknown type) through pump therapy and reported consuming unknown type of food/drink in response to the alleged issue at approximately 1:30 am; however, the reporter denied that the patient developed any symptoms of low blood glucose. No other device was used for testing. At the time of troubleshooting, the cca confirmed the meter was set to the correct unit of measure, a control solution test was performed but the result did not fall within the range specified on the subject test strip vial. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not pass quality control testing.